Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported that the patient's blood glucose reached 500mg/dl while wearing the pod on his arm for between 4 and 24 hours. He was vomiting and feeling sick. The patient also had high ketones. Treatment included multiple daily injections, at which point his insulin was suspended for 30 minutes. The patients basal had recently been changed 14 units per day. The device was not kept. The patient's blood glucose history is as follows: (B)(6). Additionally, the mother reported that the patient went to the hospital on (B)(6) 2018. She declined to provided details regarding the medical event.